Event description:
Customer reports obtaining results of 295 mg/dl, 134 mg/dl, and 131 mg/dl on the same device within 1 minute. No action was taken based on device results. No adverse event reported and no treatment received. No strip info reported. No quality controls were used. Requested return of suspect device and replacement was sent.